Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatch emergency medical service. They were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2021. The customer stated that the symptoms related to high blood glucose such as nausea and they fell unwell. Auto mode feature was not active at time of high blood glucose event. Customer stated that they received sensor updating alert. The device will not be returned for analysis.